Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes with noise, and sensing integrity counter (sic). During a lead revision procedure, a venogram showed stenosis in the left subclavian vein, and the physician did not believe the stenosis was amenable to balloon venoplasty. With multiple attempts at dilatation of the vessel, a replacement right ventricular (rv) lead was placed with good measurements. Subsequent placement of an right atrial (ra) lead was difficult, and each time the sheath was manipulated, the rv lead dislodged. After many unsuccessful attempts to place the ra and rv leads, the physician opted to remove and replace the attempted ra and rv leads with a competitor system. No patient complications have been reported as a result of this event.